Event description:
Medical professional alleges using a heating pad on two children during dental procedures while under sedation and they received burns to their buttocks. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "do not use while sleeping or on someone who is sleeping" and consumer failed to perform that instruction. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "household use only" and consumer failed to perform that instruction.

Event description:
Medical professional alleges using a heating pad on two children during dental procedures while under sedation and they received burns to their buttocks. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "do not use while sleeping or on someone who is sleeping" and consumer failed to perform that instruction. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "household use only" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.